Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-501a-(B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone distal to the bevel edge; the distal end of the fiber/glass cap and the metal cap are detached and not returned; the metal cap exhibits mild detritus adhesion. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph procedure at 179,427 joules of use, there was significantly diminished vaporization efficiency. The fiber was exchanged and the procedure completed using a second fiber at 125,286 joules of use. Patient outcome "no injury" to the patient was reported.